Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Broken exeter stem removed and replaced with restoration modular.

Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed through the pictures of explanted device received. Method & results: device evaluation and results: although device was not returned but image of the explanted device was provided which noted that the stem is broken at the distal end. Dimensional, functional & material analysis could not be performed as the device was not returned medical records received and evaluation: not performed as no medical records received for evaluation. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: it was reported that a broken exeter stem was removed. Although device was not returned but image of the explanted device was provided which noted that the stem is broken at the distal end. The root cause could not be determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Broken exeter stem removed and replaced with restoration modular.